Manufacturer narrative:
(B)(4). The customer's report that the power supply sparked was not confirmed during testing of the device. The device was received in poor condition. The device was received with the instrument seal, battery cover, power cord and power cord retainer missing. Internal inspection of the device found the 24 volt power supply ac input connector (j1) to be loose from the printed circuit board and a black residue on the connector, possibly the result of sparking. There was no evidence of thermal damage or fluid ingress to any of the printed circuit board assemblies. Evidence of flux residue, caused by soldering of the connector, was present and believed to have been completed after the de ice left manufacturing. Examination of new power supply boards showed no evidence of flux residue present in this location. The connector was resoldered, the device was reassembled and allowed to infuse on ac power at a rate of 500 ml/hr for a period of two hours. No issues were observed. The root cause of the customer's experience is believed to be cause by improper soldering of the ac input connector j1 on the 24 volt power supply which lead to sparking between the contacts of the connector and the printed circuit board. The improper soldering is believed to have taken place after the device left manufacturing.

Event description:
The biomed reported that the power supply was sparking. The device was not on a patient at the time of the event. There was no user harm. The customer stated that no further event information is available.